Manufacturer narrative:
No device associated with this report was received for examination. Examination of the provided photograph confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded pin with stop broke during the procedure.